Manufacturer narrative:
Main component of the system and other applicable components are: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Event description:
The patient via a manufacturer representative reported that they had good results for the coverage of their complex regional pain syndrome (crps) in their left arm. However, they did not have enough coverage for effective pain control in their right arm. They elected to have a revision and replace the lead to an MRI compatible lead. After the revision and a reprogramming of the device they had positive results for managing their pain with a greater than 60% reduction in their pain. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. The patient was implanted for non-malignant pain

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he had never had any pain relief in his right arm since his device was first installed. When asked what circumstances led to the lack of therapy and pain relief in his right arm, the patient responded that some how the wires in his neck pulled down and shifted to the left. The patient noted that the replacement of the lead did not completely resolve the lack of therapy and pain relief in his right arm. The patient noted that if he held his neck in any given position, he could control the effects of it. The patient had to look down a little and shift his head slightly to the left in order to get it to work on the right side and left side together. The patient noted that this was not ideal, but it was working to a point. The patient hoped that it would be better when all of the swelling was gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.